Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch also, unable to perform any testing due to motor error alarm. The insulin pump was received with cracked reservoir tube lip and minor scratches on the display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that the insulin pump had a motor error alarm and a motor position encoder error alarm. The blood glucose at the time of the incident was 374 mg/dl. Troubleshooting was not able to resolve the issue; the customer was unable to rewind. It was advised to discontinue the use of the insulin pump and revert to a back-up plan. The device will be returned for analysis.